Event description:
It is reported that the pt was revised due to tibial loosening.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: while a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for which zimmer implemented a correction action in (B)(4) 2010. Eval: no product was returned. No item and lot info was provided, therefore, review of the device history was not possible. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. A field action was conducted on (B)(4) 2010, in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate. The device in question was implanted prior to this field action. This MDR was identified during an internal review to meet reporting requirements and therefore, is being filed late.